Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to a right ventricular (rv) lead fracture, oversensing/noise, high rate-non sustained episodes, short v-v intervals. It was also noted that there was high/undefined pacing impedance on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.